Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic files and was not able to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not print and the buttons became unresponsive, as thought the device became locked up. As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported issue.